Manufacturer narrative:
Patient states that device was explanted due to irritation. Exact explant date is unknown and estimated for this report. Irritation from the pump could be due to irritation from the pump surface in the pump pocket, the chemotherapy medication, or patient awareness of the implant device. Contraindications for the chemotherapy drugs are listed on the drug label as stated by the current codman 3000 instructions. Given the age of the incident and the discussion with the patient, it is undetermined the exact cause. The event occured in 1998, at which time arrow was the manufacturer of the device. It is unknown if this complaint was reported to arrow at the time of the event. Due to the age of the complaint, the device history record could not be reviewed. Intera does not have any trend in complaints for codman or arrow model 3000 devices that suggest a systemic issue of the pump causing irritation.

Event description:
Patient responded to device tracking mailing stating that pump was removed 4 months after implant because it irritated her. She stated she received chemotherapy for the 4 months and is currently disease free. Implant date was (B)(6) 1998.